Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery alarms. Customer's blood glucose was 327 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin not exit causing no delivery alarm. Customer was advised that insulin pump would need to be replaced.